Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device. Physio-control is waiting for clarification of results. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not provide defibrillation shock during self-test. Upon initial testing, by the third party service agent, it was observed that the buttons on the device were inoperative and were not responding. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not provide defibrillation shock during self-test. Upon initial testing, by the third party service agent, it was observed that the buttons on the device were inoperative and were not responding. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent was able to duplicate the device not delivering defibrillation energy when they had the hard paddles connected. Upon testing, it was observed that t the charge button on the hard paddles would intermittently become stuck when it was pressed and this would make the other buttons, including the shock button, on both the hard paddles and the lifepak 15 device unavailable. The root cause was determined to be an intermittently jammed charge button on the hard paddles. After recommending the customer to replace their hard paddles and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.